Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead was fractured. This lead was then replaced. There was an attempt to obtain pertinent additional information but was unsuccessful. No additional adverse patient effects were reported.